Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at 11:00 pm customer fainted and the customer's parent call the ambulance. Blood glucose (bg) level was 51 mg/dl. Parent provided customer with sugar. While waiting in ambulance to be admitted to hospital, customer's bg level was 136 mg/dl. Customer was admitted for "glycemic imbalances" and at 3:00am customer was treated with intravenous drip, insulin injection, electrolytes and blood gas. At 5:00am, the treatment was repeated. Pump therapy was resumed. Low bg was resolved. Customer was discharged on (B)(6) 2021 with no patient injury. Customer's parent did not know cause of event. Pump system check found the pump to be functioning as intended.